Event description:
It was reported that the patient is receiving hospice care and a request was made to program the pacing to off on the patient's device. It was also reported that the patient's device was unable to be interrogated and the device programming was unable to be turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.